Event description:
On (B)(6) 2012: radiology technologist reports via phone that during an aneurysm repair of an abdominal aortic aneurysm on a female patient (B)(6), the tubing snapped at the point that the tubing and the luer lock meet. This incident occurred 2 times during the same patient procedure. The staff pulled a different lot number out for use and had no further issues. The procedure was then completed without further incident. The first breakage was reported using 30ml/sec flow rate for a volume of 12ml at a 1000psi setting. The second break was using 30ml/sec flow rate for a total volume of 10 at 800 psi. Both breaks resulted in contrast spraying onto the sterile field. The staff reports the defective tubing was discarded. No reported injury to patient or staff.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.